Event description:
It was reported that: "patient presented with hip pain. Implant had no bone on growth. Implant was a loose. MRI indicated a film of fluid around implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Customer kept device. If additional information becomes available, it will be submitted in a supplemental report.